Event description:
A report that the pt's precision system was explanted was received. The pt was explanted because, the ipg site was uncomfortable and the pt did not feel the system was providing adequate pain relief. The pt is reportedly doing well.

Manufacturer narrative:
The explanted devices were discarded by the medical facility and will not be returned for evaluation.